Manufacturer narrative:
UDI - unknown to the lot number being unknown. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the lot number being unknown . A search of the complaint file for the past three years found no previous reports for the reported defect. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor detached from the involved angio-seal device. The following information was provided by the user facility: the foot broke off and they were unable to find it in the body; it was reported that so far the patient is doing fine; the patient is stable; blood loss was reported to be less than 250cc; the procedure outcome was successful.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the completed investigation results. The initial reported stated that the device was available for evaluation. The device was discarded and is not available for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. There is no evidence that this event as related to the device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. Based on the review of the historical complaints database, the event as alleged likely occurs due to continued withdrawal of the device after the black marker has been fully exposed during the pullback stage after formation of the collagen/anchor knot but in the absence of returned sample, no deduction can be made for the exact root cause. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.